Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the act and the escape buttons on the insulin pump were sticking and required to be pressed multiple times before it responded. The customer reported that the buttons did not respond most of the times and they were unable to advance different screens. The time on the insulin pump was advancing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.